Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient¿s pump system was replaced on (B)(6) 2020 and discarded due to infection. There were no factors that contributed to this event. Per the report, no diagnostics or troubleshooting were performed. On (B)(6) 2020, the doctor took the patient to surgery to explant the pump and catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿